Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions, adhesions are listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2001 - the patient underwent a sacral colpopexy with implant of a bard flat mesh with moskowitz procedure, birch procedure, anterior colporrhaphy and posterior colporrhaphy. A non-bard davol absorbable barrier was placed over an ovary and over the area where the mesh was implanted. On (B)(6) 2005 - patient was diagnosed with chronic pelvic and vaginal pain secondary to small cystocele or possibly related to previous sacrovaginal suspension with mesh. The patient underwent a laparoscopic lysis of extensive pelvic adhesions and "resection of adherent detached sacrovaginal marlex graft." Operative dictation for this procedure notes the flat mesh to have been "adherent to the right pelvic sidewall" and "the end of the marlex graft had separated from its attachment to the apex of the vagina."